Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the needle was jammed inside the expressew gun.when the expressew gun is not properly cleaned after reuse, debris can build up inside the shaft of the gun. When excessive debris builds up inside the shaft of the gun, the needle can become stuck when fired. From past investigations, the needle can become jammed if the user attempts to remove the stuck needle from the distal tip of the gun. This is not the intended removal path when the needle becomes stuck. When this operation occurs, excessive stress on the needle can cause the needle to break at the distal tip therefore is a potential root cause for the issues experienced by the customer. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the expressew iii needle became jammed in the customer's expressew iii suture passer without hook. The procedure was completed with another suture passer and needle with no patient harm or surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information or a lot number for the needle. The devices will be returning for evaluation.